Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side rupture and exchange due to concerns with the product. Device has been explanted.

Event description:
Healthcare professional reported, left-side rupture. And exchange, due to concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Additional observations: red particles observed, in the shell and gel. White biological tissue on the surface of the shell. No further actions are required, as the device was implanted.